Event description:
Info received on 5/1/97 indicates the entire device was removed from the patient and replaced on 4/28/97 due to ruptured left cylinder.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder had a wear leak.